Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen intermittently takes multiple presses for the pump to respond. Reportedly, the customer has to press the "down arrow" multiple times for the pump to respond. Customer declined to perform troubleshooting. Customer's blood glucose level was 213 mg/dl.